Event description:
It was reported that during an angioplasty procedure, when the doctor started to inflate, the pta balloon allegedly had issues in inflation, and suddenly the pressure was dropped, and then found the blood in the inflation device. It was further reported that, when the doctor moved the catheter, balloon material was apart from the catheter and allegedly fell down into the right atrium. Reportedly, a snare device and a percutaneous transluminal angioplasty balloon were used to remove the balloon material left inside the patient's body when the catheter was removed. The procedure was completed using another balloon. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 01/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one atlas gold pta dilatation catheter received for evaluation. During visual analysis the balloon completely detached with the catheter and fully inverted condition could be observed. And the fiber material which are torn after detachment were present in the balloon proximal and distal joints. Further the inner guidewire lumen could be observed move forwarded to the distal end with the glue bullet which was not attached to the outer catheter flush hole portion. No other anomalies were observed. Due to the nature of the complaint no further testing was performed. In the visual analysis of return sample balloon fully detached with complete inverted condition could be observed. Further the inner guidewire lumen moved with the glue bullet distally could be observed. Hence the investigation confirmed for the reported balloon detachment and balloon removal difficulty issues. A definitive root cause for the reported balloon detachment and balloon removal difficulty issues could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 01/2026), g3. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, when the doctor started to inflate, the pta balloon allegedly had issues in inflation, and suddenly the pressure was dropped, and then found the blood in the inflation device. It was further reported that, when the doctor moved the catheter, balloon material was apart from the catheter and allegedly fell down into the right atrium. Reportedly, a snare device and a percutaneous transluminal angioplasty balloon were used to remove the balloon material left inside the patient's body when the catheter was removed. The procedure was completed using another balloon. There was no reported patient injury.